Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's rate was going 107 beats per minute and it was questioned if this was paced or due to ventricular tachycardia. The patient was noted to be in the hospital for right sided catheterization. The rate appeared to be paced at the sensor-driven rate. The activities of daily living rate was noted to be programmed to 3 at a rate of 105 beat per minute. The device remains in use. No patient complications have been reported as a result of this event.